Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for blood glucose of 396mg/dl. The customer treated with a syringe. Customer indicated that they changed the infusion set but their blood glucose level did not come down. Customer also indicated that the pump is not operating as designed. Customer will call again to troubleshoot as they are currently at the hospital. No further details given.